Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported that they found a black particle (1 mm diameter) in the concentrated platelet bag after transferring to the linked bag. No medical intervention was necessary for this pt. The customer reported this event to their local authorities. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). The platelet bag was received; it has a black mark adjacent to the spike port on the outside of the bag. There does not appear to be any debris in the bag. Investigation evaluation and corrective actions are in process. A f/u report will be provided.